Event description:
Patient implant of a (B)(4) bifurcated device and a 34mm aortic extension on (B)(6) 2010. An (B)(4) 2010 follow up revealed a proximal type I endoleak. On (B)(4) 2010 the patient was treated with an 34mm aortic extension to correct the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.